Event description:
Additional information: associated patient(s) had xrays done the next morning in the ICU. There have been no known injuries. One PICC was repositioned last year due to the PICC tip ending in the proximal svc. Patient was to receive a vesicant with osmolarity greater than 900.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter placement has been inaccurate with the 3cg confirmation. Many times, the catheter will show perfect placement with the 3cg sherlock, but subsequent chest x-rays will show the PICC tip mid svc instead of distal svc or cavo atrial junction. A specific number of affected devices or patients was not provided by the complainant

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-07645 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-07830.